Event description:
It was reported that the release handle is inoperable due to a broken lock assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The correct serial number has been updated.

Event description:
It was reported that the release handle is inoperable due to a broken lock assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.